Event description:
According to the MFR, the instrument was manufactured with wrong material. The device was sent to the distributor in (B)(6) in 11/2013 and returned to newdeal in 01/2015. The distributor used the product and he did not have problems. The integra team informed the distributor that there was a potential material issue. The device was in contact with a patient; however, there was no patient injury alleged.

Manufacturer narrative:
The device involved in the reported incident has been returned. The device evaluation is in progress. The result of the device evaluation will be reported in a f/u MDR submission.